Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 28 years old and has been returned for repair previously on (B)(4) 2012. Previous repair observed replacement of the cutter, roller and ratchet gear. Inspection of the device displayed a dull cutter and damaged roller, handle and ratchet gear. Prior to repair, the device was within calibration specifications and it produced acceptable sample grafts. The cause if most likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was used to mesh skin grafts for rotation flap and multiple skin grafts to the upper right extremity and torso. It was reported that initially, the device performed as expected. However, as the case progressed the dermatome began to harvest skin unevenly, causing shredding during the meshing process. The harvested skin was thin on one side and thick on the opposite side. It was reported that the thickness was increased in attempt to prevent shredding; however, the thicker cut did not mesh completely. A combination of 1.5:1 and 3:1 derma carriers were used, with the 3:1 being the one not meshing. The tissue was meshed correctly on the outer edges, but the center portion of the tissue was not meshed. A different dermatome and mesher were obtained and both performed as expected. Patient obtained and wound coverage of area approximately 40x14 cm and 30x18 cm. Approximately 15 skin grafts were taken during the procedure, but without the goal of complete wound coverage being achieved. Due to the multiple issues related to harvesting and meshing skin on this patient, a decision was made to not pursue further grafting during this procedure. The surgeon determined that approximately two hours had been spent attempting to harvest and mesh the necessary amount of tissue for the planned wound coverage without achieving the desired results. Based on the length of case time, an additional procedure would be required to complete the planned treatment. This medwatch is being reported in association with 1526350-2013-00094.